Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."if both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient was seen in clinic urgently as it was noted that one of the pins in the power port of (B)(4) was bent and he was unable to connect a power source. It was also noted that the driveline connector was loose and pulling away from the controller housing. The patient denies any damage to the controller. The patient was re-educated on appropriate connections by the vad team. No alarms or pump off time was associated with the loose driveline connector. A power disconnect alarm was associated with the bent pins. The team decided to perform an elective controller exchange in clinic in which the patient tolerated well with minimal pump off time.

Manufacturer narrative:
It was reported that the controller had bent pins. Additionally, it was reported that the controller had a loose driveline connector. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 2 of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported bent pin can be attributed to a forced or improper connection. The manufacturer is investigating bent pins. Visual inspection of the controller also revealed a loose driveline connector. The manufacturer has an internal investigation on loose driveline connectors and determined the root cause to be a design issue, where the thread locker did not have sufficient strength to secure the nut. Corrective actions implemented included the incorporation of an improved thread locker. The controller was manufactured in april 2013, prior to the corrected actions. Functional testing of the controller revealed that the unit was unable to sound the "no power" alarm when both power sources were disconnected from the controller. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery had a voltage level below what was expected for both cells. Inspection of the nimh battery revealed leakage, which likely contributed to the faulty battery. This finding is not related to the reported event. The manufacturer is investigating failures of the "no power" alarm. The most likely root cause of the reported bent pin an be attributed to a forced or improper connection. The most likely root cause of the loose driveline connector can be attributed to inadequate thread locking, resulting from the low bond strength of the adhesive. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.